Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Salvanios premium was used as the detergent during pre-cleaning. Manual cleaning involved brushing the instrument/suction channels, suction cylinder, and instrument channel port. During manual cleaning, an asept immed brush was used. Manual disinfection was done. The automatic endoscope reprocessor (aer) used was cantel. Intercept+ was used as the detergent and rapicide pa was used as the disinfectant. The scope was stored horizontally. The scope was not sterilized. Olympus was used for maintenance and repair. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the user: - suctioning was not performed for biopsy channel/suction channel at precleaning. - flushing was not performed for air/water channel nor auxiliary water channel at precleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Precleaning steps are documented in "precleaning the endoscope and accessories." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide microbial testing results after the device was returned to olympus. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide results of device evaluation. During device evaluation at olympus, it was found the bending section cover glue was worn out, switch #1 had wear and tear, the connector board was corroded, the flexible printer circuit was corroded, an error message e216 was displayed, and the biopsy channel had wear and tear, this event is under investigation. A supplemental report will be submitted upon receiving additional information.